Event description:
It was reported that after use in an arm stenosis at the elbow, the distal tip of the pta balloon dilatation catheter detached. A covered stent was placed to secure the tip up against the vessel wall after an unsuccessful snare attempt of the broken off tip. There was no patient complications or injury reported.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for eval. The investigation is currently underway.